Manufacturer narrative:
The complaint can be verified. E7105 errors were found in the history. It is not possible to further operate the pump due to a defective force sensor. Therefore, the pump correctly triggered the e7105 error messages. The piston rod did not react as a consequence failure of the defective force sensor. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The battery cover passed the optical inspection.

Event description:
Patient reported the infusion device displayed an e7 electronic error on (B)(6) 2013 at 1:10 p.m. The battery was removed and reinserted, and the piston rod did not react. He pushed the piston rod with his finger, and it began to rewind. He inserted a new cartridge and reported the piston rod "hardly moved" during extension. He has experienced hyperglycemia of up to 435 mg/dl since then and delivered insulin via syringe as a correction. He believes the insulin delivery of the infusion device is too low. The infusion device was not dropped or exposed to water or electromagnetic fields. The infusion device was requested for evaluation. He did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.